Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. This was found at a routine follow up. The patient was taken to surgery and tissue was noted in the helix of the lead. The lead was cut and the helix portion was sent to the pathology department to analyze the helix. No additional adverse patient effects were reported in addition to the revision procedure. The proximal portion has not been returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.